Event description:
Customer reported receiving imprecise readings on their precision xtra blood glucose monitor. Customer reported receiving readings of "lo" and 240 mg/dl within 10 mins. A "lo" message indicates a reading of less than 20 mg/dl. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B)(4). The product has been requested for investigation and a follow up will be submitted once the investigation is complete.